Manufacturer narrative:
Initial reporter e-mail: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter broke off during IV insertion. The following information was provided by the initial reporter: ¿the plastic catheter on the IV is breaking off during IV insertion.¿

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter broke off during IV insertion. The following information was provided by the initial reporter: ¿the plastic catheter on the IV is breaking off during IV insertion¿.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed an opened and unused 22g insyte autoguard bc pro unit with no product documentation to indicate the reference or lot number. Through the visual observation, the needle can be seen piercing the catheter tubing near the catheter tip. The reported issue was confirmed. Since the unit was received out of its original packaging, bd could not determine a definite root cause. We were unable to determine whether the needle spear through occurred due to a misalignment of the set together station, bent tubing, or air blow inconsistency during manufacturing or if the damage observed occurred in the clinical setting during the tip adhesion break. As the device was used, it is likely that the defect occurred during use. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch.